Event description:
On an unknown date in (B)(6), a 19 mm trifecta valve was implanted for endocarditis. On 27 oct 2017, the valve was explanted and replaced with an unknown valve due to calcification. The patient did not have chronic renal insufficiency and did not require dialysis. The patient did well in ICU but ended up on ECMO for three days. No area hospital would give her a vad and the patient died three days after the procedure. Hospital policy prohibits the release of patient information due to hipaa. No further information is expected to be received.

Manufacturer narrative:
The device was returned due to calcification. The returned valve had been fragmented and only a portion of the valve and a single leaflet was returned. Gross morphological and histopathological examination revealed fibrous thickening on the leaflet. The leaflet contained multiple tears and calcification. No acute inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence found to suggest the cause of the tears or calcification was due to an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, a 19 mm trifecta valve was implanted for endocarditis. The patient returned to the hospital on (B)(6) 2017 with chest pain which resulted in a CABG and replacement of the valve due to calcification on (B)(6) 2017. The patient did not have chronic renal insufficiency and did not require dialysis. The patient did well in ICU but ended up on ECMO for three days. No area hospital would give her a vad and the patient died on (B)(6) 2017. Hospital policy prohibits the release of patient information due to hipaa. No further information is expected to be received.